Event description:
The manufacturer received information alleging a ventilator failed test steps during testing. There was no harm or injury reported. The device was not returned to the manufacturer for evaluation. The customer was instructed to reload the device's software to address the issue.